Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced a syncopal episode that the physician felt was unrelated to the implanted product. Additionally, the lv lead exhibited high threshold measurements and loss of capture (loc). X-ray imaging revealed that the lead had pulled back slightly from the initial implant location. Lv outputs were increased. No adverse patient effects were reported.